Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but it did not meet release criteria. The physician fully recaptured the closure device. While recapturing the closure device the was became kinked. The physician removed all the devices from the patient and used a new was and wds to successfully complete the procedure. A closure device was implanted in the laa of the patient. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator in the sheath, and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed a kink in the sheath 13cm distal of the strain relief. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but it did not meet release criteria. The physician fully recaptured the closure device. While recapturing the closure device the was became kinked. The physician removed all the devices from the patient and used a new was and wds to successfully complete the procedure. A closure device was implanted in the laa of the patient. There were no patient complications that were reported to have occurred.